Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on internal clinical assessment, the relationship of the device to the identified conduction disorder was deemed to be unknown. The event was therefore reported in a conservative manner. The complete manufacturing and material records review confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve model # pvs23 at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2018 a patient received an aortic heart replacement procedure. A perceval pvs23 was implanted. Post operatively on (B)(6) 2018 the patient presented with av block, complete (third degree) left bundle branch block. Sinus rhythm no longer present. One week after the implant the patient had a prolonged complete heart block. The patient was 2:1 with intermittent ventricular pacing and a wide qrs escape rhythm. Epicardial pacebox was removed and a dddr pacemaker was implanted on (B)(6) 2018. Patient discharged with no recorded complications and satisfactory conditions.